Manufacturer narrative:
Device evaluation summary: the device was received at mentor without fluid. White material was observed within the device. During initial evaluation, the device appeared intact. Leak testing was performed according with mentor procedures and it revealed a rent measuring less than 0.1 cm, on the posterior aspect. Microscopic examination of the edges of the rent gave no indications as to cause. Complaint was confirmed. Mentor performs 100% inspection and testing of all devices prior to release, the product evaluation team concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. All the implants are 100% inspected before leaving the facility. The device history record (DHR) for the lot number 7511541 has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. At this time is not possible to determine the origin of the white material observed. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on 8/13/2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed on (B)(6) 2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent primary breast augmentation with a mentor smooth round moderate profile 425cc saline prosthesis. The left breast prosthesis was accidentally ruptured while suturing after implantation. The breast prosthesis was explanted and immediately replaced with a similar mentor smooth round moderate profile 425cc saline prosthesis; catalog #: 3501670, s/n: (B)(4). The patient was noted to be stable post procedure.